Manufacturer narrative:
The reported failure to interrogate was confirmed. The cause was due to a low battery voltage. Longevity calculations showed that the battery longevity was below expected limits. The battery was returned to the vendor for further analysis. No anomaly found. The root cause of the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device was unable to be interrogated. Attempted with several programmers without success. The device was explanted and replaced.